Event description:
On 10/15/92 penile prosthesis implanted. Pt had history of trauma to his genital area. On 1/13/95 implant removed because of malfunctioning cylinders. New cylinders and pump implanted.